Manufacturer narrative:
Investigation of the reported failure has been completed. Investigation performed by our field service engineer confirmed the reported failure and the maintenance kit for the patient cassette and the seals of the water trap receptacle were replaced. The inspiratory and expiratory valves in the patient cassette were found to be calcified and were cleaned. Device logs were saved and sent for evaluation. No parts were returned. The maintenance kit for the patient cassette includes membranes and absorber valves with silicon gaskets. The maintenance parts are to be replaced every 24 months during the preventive maintenance. There are two gas connections on the receptacle; one for the sampling gas flow and one for the purge gas flow. O-rings are connected to these gas connection. The water trap is connected to the water trap receptacle. The unidirectional inspiratory and expiratory valves control the gas flows in the patient cassette. The valves consists of a ceramic valve discs that are kept in position by a valve cage. The complete unit, ceramic disc and valve cage, are recommended to be cleaned once a month. Evaluation of the logs confirm that the system checkout failed the leakage test due to too high leakage. Our conclusion is that the leakage was solved by the parts that was replaced in the patient cassette and the cleaning of the inspiratory and expiratory valves.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia workstation had a leakage. Patient involvement is unknown. Manufacturer's reference #: (B)(4).